Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to low vaulting and patient experienced a refractive surprise. The lens was replaced with a different model and longer lens and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found the haptic bent with foreign material on the lens surface, specifically fibers. Dimensional and functional inspection found the lens to be within specification. Claim #(B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a different model and longer lens and the problem was resolved. The cause of the event was unknown.